Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient's symptoms were due to medication being injected into the pump pocket instead of being injected into the pump reservoir. The patient later recovered from his symptoms. The pump therapy medication dosage was lowered while the patient was in the hospital and later increased to baseline dosage due to the patient's pain.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient came in for a refill procedure, during which a secondary medication for pump therapy was changed from morphine to dilaudid. During the procedure, the nurse observed that one of the secondary medications was not added to the refill medication, and requested the pharmacy to remake the refill medication. When the correct refill medication was ready, the refill procedure was performed. It was observed that there was a slight difference in the volume of medication aspirated from the pump reservoir compared to the expected volume and that the medication flowed slower than normal during aspiration. A bridge bolus was administered after the pump was refilled. The patient then fell asleep in the clinic for three hours, and it was determined that the patient needed to go to the emergency room. The patient was given oxygen, transported to the ER, and admitted to the ICU until the next day. The patient left the hospital on (B)(6) 2017. The physician reported that he was not concerned with the functioning of the pump, believes that the patient's symptoms are related to pump therapy, and that the patient's symptoms were consistent with drug related side effects. Pump therapy medications include 6 mg bupivacaine/day, 0.0999 mg clonidine/day, and 5.16 mg dilaudid/day.